Event description:
Device appeared patent & in correct location (per x-ray). Dose of chemo therapy given at 1000. At 1845 making a "popping noise" during flushing. Area (left shoulder/chest) swollen & tender. No blood return but flushed easily. No extravasation of chemotherapy agent noted.